Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Laboratory analysis summary: the device related to the reported events rupture/silicone migration was received on dec 23, 2024. With lot number 2766101. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broke device assessed as fold flaw opening. Rupture: observed missing piece of shell assessed as inconclusive. Silicone migration: unable to observe since it is not related to the device. As per the investigation procedure, crease/stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Company representative reported "rupture and gel leakage is observed in the submuscular part & outside the prosthesis bag." This record is for the left side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Company representative reported "rupture and gel leakage is observed in the submuscule part & outside the prosthesis bag." This record is for the left side. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration.

Event description:
Company representative reported "rupture and gel leakage is observed in the submuscule part & outside the prosthesis bag." This record is for the left side. Device has been explanted.